Event description:
The pt is reportedly experiencing a decrease in performance with her internal device. External equipment has been exchanged and programming adjustments were attempted, however, this did not resolve the problem. Testing of the device showed that it is functioning. Revision surgery has been scheduled.